Event description:
The customer reported that a pt expired while being monitored with a philips m2601a telemetry transmitter on a m2350a component central monitor (ccm). The customer reported that the central monitor did not provide any audible tone for inop and the customer was unsure of the exact circumstances of this event.